Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No data was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Receiver was charged and would not boot up; functional testing and data download were unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The reported event of a screen display frozen was unable to be confirmed. A root cause could not be determined.